Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm and no button response. Also received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window, cracked lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 436 mg/dl, his insulin pump was alarming button error and he had a diabetic coma episode a couple of weeks ago. Nothing further was reported.